Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information from the field representative indicates that this lead was explanted to make room for a venoplasty to gain access for a left ventricular (lv) lead. Another lead of the same model was implanted in the right atrium after access was gained. No additional adverse patient effects. The product is not expected to be returned.